Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2020 with blood glucose level of 676 mg/dl. The customer was treated with corrective bolus and insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose. The customer did not allege that insulin pump was under delivering. The customer stated that infusion set had bent cannula. The insulin pump will not be returned for analysis.